Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b non-applicator tampons, vaginally for menstruation (frequency, lot number and expiration date unspecified). After an unspecified duration, she noticed that either she could not get the wrapper off the tampon or when she took out the tampon, the cotton stuff from the tampon came off and stuck inside her vagina. She experienced the same with the last few boxes of the tampons. She also stated that she had been using the tampons for a long time without any issues. The action taken with the device and the outcome of the event were unknown. The report was assessed as non-serious and the company causality was assessed as related. This report was assessed as a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b non-applicator tampons, vaginally for menstruation (frequency, lot number and expiration date unspecified). After an unspecified duration, she noticed that either she could not get the wrapper off the tampon or when she took out the tampon, the cotton stuff from the tampon came off and stuck inside her vagina. She experienced the same with the last few boxes of the tampons. She also stated that she had been using the tampons for a long time without any issues. The action taken with the device and the outcome of the event were unknown. The report was assessed as non-serious and the company causality was assessed as related. This report was assessed as a reportable malfunction case in the united states. Additional information received on 18-oct-2013 no lot number was provided and no sample has been received as of 15-oct-2013. A review of the trending data revealed no adverse trend. Review of product related issue revealed no changes. Based on the investigation results, due to lack of lot number and complaint sample and in the absence of trend and manufacturing issues for the past two years, no assignable cause was identified. Complaint trends would continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.